Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. For the past occlusion alarms, the customer would change the pump supplies in order to resolve the occlusions. The customer's blood glucose (bg) levels ranged between 250-528mg/dl. The customer administered manual injections and delivered correction boluses to address the bg levels. A pump system was performed and insulin was observed exiting the infusion set tubing, the system check could not be completed due to the customer not having extra supplies with them. During a follow-up call, the customer stated that they changed all pump supplies and continued receiving occlusion alarms. A system check was performed with the current supplies and insulin was observed exiting the infusion set tubing. No damage to the cannula was noted. The customer changed all pump supplies once more and was able to successfully deliver a correction bolus without any additional alarms occurring.